Manufacturer narrative:
Product complaint(B)(4). Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. A worldwide product lot specific complaint database search, or device history record (DHR) review, was not possible because the required product code/lot code(s) was not provided. Medical records reviewed (B)(6) 2019 . From a medical perspective, based on the information available, it is not possible to determine if the complaint is product related. See attached report. Investigational inputs were requested as indicated per internal procedures for this failure mode, medical records were provided to depuy. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. The device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. No evidence was found indicating product error was a contributing factor. The need for corrective action was not indicated. Depuy considers the investigation closed. Should additional info be received, the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. This report is for an unknown device/unknown lot. Part and lot number are unknown; UDI number is unknown. Initial reporter occupation: non-healthcare professional "attorney". (B)(4).

Event description:
Litigation alleges that patient has experienced right hip pain and she felt like her hip was slipping. A bone scan revealed uptake in the greater trochanter. Additionally, it is alleged that patient had elevated levels of cobalt and chromium. During her revision surgery, a pathologist noted acellular eosinophilic material and chronic inflammation. Update in addition to previous allegations, ppf alleges bone fracture, abductor muscle repair, metal wear and metallosis. After review of medical records, the patient was revised to address osteoarthritis, painful post total hip arthroplasty and trochanteric bursitis. Revision notes reported that there was fluid found with destructive changes of greater trochanter and partial detachment of abductor muscles. Doi: (B)(6) 2005 - dor: (B)(4) 2011, (right hip).